Event description:
Shredding tissue: torn tissue during surgery. Additional information received from the sales rep on (B)(6) 2013. He reported that the surgeon did not specify which of the instruments caused the shredding and that he believed that the surgeon had all 9 instruments sent back in frustration. An email was sent on (B)(6) 2013 to the customer to clarify the information. Additional information from the customer (B)(6) 2013:the report from the or was that it shredded the bowel, on one patient, but the associates inadvertently mixed up the grasper that shredded the bowel at the end of the case, therefore, all the graspers were sequestered.  In reviewing further, I can only say the bowel was traumatized, I did not see any evidence the bowel was ¿over sewn¿ as a repair, indicating a tear. Additional information from sales rep (B)(6) 2013:this doctor is asking to have another set modified and dedicated for her procedures as she did last (B)(6) with her other set.

Manufacturer narrative:
(B)(4). Dl2 long fenestrated dissector devices, were evaluated for shredding tissue by the quality control final tech, repair department lead tech, manufacturing engineer and the quality engineer. It was found that seven (7) of the instruments were repaired once by us before and one of them was repaired twice (designated by ¿r1¿ and ¿r2¿) for insulation issues. The reported issue of shredding tissue was not confirmed. All nine (9) devices were found to have no rough, jaggered or sharp outer edges. The jaws come to us as machined parts and our release criteria on the blue prints are to: bevel outer edges if sharp. All outer edges were found to be beveled and there were no sharpness found. The quality control final tech stated, ¿he did not see any issues with the quality of the devices and that he would release them all day long¿. The manufacturing engineer who evaluates and approves modifications determined the same. He did state that the only part of the jaw on the instrument that is slightly sharp (in which it should be) is the very front distal tip. To request the distal tip to be modified would be considered a ¿special¿ and it would incur a charge since there was no quality issue found with the devices. One of the possible reasons that one could tear or shred tissue using the returned devices would be if the user was holding the tissue firmly with the very front tip and maneuvering the device by grabbing, twisting then rolling it. We further function tested the devices by performing hypot testing to check the integrity of the insulation and it passed hypot testing. The instruments were found to be acceptable and functioned as intended. A review of the device history record did not indicate any non-conformances. A review of the complaint system was performed over the past two years. There were six (6) similar incidents at the same hospital filed in the last two years.